Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/22/2021.

Manufacturer narrative:
Additional information added to h3, h6, h10. H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not made available for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm was not triggered during treatment with a prismaflex control unit, a prismaflex hf1400 and a prismaflex m150. At an unknown time during treatment with a prismaflex hf1400, the effluent was observed to be pink. The set was changed to a prismaflex m150. At an unknown time during this treatment, the effluent bag was observed to have a "red-blood looking color". A blood leak detected alarm was not triggered by the control unit. It was reported that the patient experienced a drop in hemoglobin necessitating a blood transfusion. The patient outcome was not reported. No additional information is available.